Event description:
A patient reported they were unable to give themselves the correct amount of medication because their surestep meter allegedly had no power. Patient was not able to obtain any blood glucose result from the meter. There were no results from any other sources. Treatment was patient's insulin. No further information has been reported.